Event description:
The pt's sciatica nerve was injured in a roller-blading accident resulting in pain whenever she sat or stood too long. The pt experienced flare-ups of pain symptoms. It was determined that the implantable neurostimulator leads had migrated. The hcp's original intention was to just revise the leads and reconnect the new leads to the neurostimulator at the abdomen. The hcp had a lot of difficulty getting the new leads into position due to scarring in the pt's epidural space. The neurostimulator was relocated to the buttocks to minimize the chance of the lead migrating a second time. The pt had surgery to reposition 2 leads. The implantable neurostimulator was also moved. The pt had difficulty recharging afterward and strained herself trying to do so. The revised pocket was painful postoperatively. The implantable neurostimulator was reprogrammed with adequate control of pain symptoms afterward. The pt was prescribed pain medication for pain flare-ups.